Manufacturer narrative:
The field service engineer found there was an overflow of water from the incubator bath. He replaced a filter and tubings and cleaned. He unblocked the ise bath nozzles. He ran ise checks, calibration, and qc which was acceptable. The investigation determined the issue was resolved by the service actions. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium result for two patient samples from a cobas 6000 c 501 module. Sample 1 initial result was 121 mmol/l and the repeat result was 129 mmol/l. Sample 2 initial result was 129 mmol/l and the repeat result was 137 mmol/l. The questionable results were reported not outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.